Manufacturer narrative:
A field service engineer (fse) was dispatched. He indicated that there was leak from the brown stripe tubing at pinch valve vl54. He observed that the tubing was torn and it was replaced to resolve the leak. System performance was verified. (B)(4).

Event description:
A customer reported that there was a fluid leak of approximately 20 ml from the lh780 analyzer during startup. The leak was not contained within the instrument. There were no error messages reported. No erroneous patient results were associated with this event.